Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
Facility reported that a patient was being moved from room to room and in the process of lowering patient into the hot tub, the motor and patient both dropped about two feet into the hot tub. Strap never came loose from the multirall. No one was hurt or injured by this incident.